Manufacturer narrative:
An event regarding difficulty disassembling a scorpio baseplate from the baseplate impactor instrument was reported. The event was not confirmed. There is no indication that the event was related to patient factors. Method & results: device evaluation and results: functional testing of the returned instrument could not confirm the event. The instrument was successfully assembled and disassembled with both the associated baseplate and a sample from fg. Visual inspection: the returned impactor is unremarkable. Both the proximal impactor pad and distal impaction surface have marks consistent with normal use. Some deformation is noted on the retaining fingers, the shape and location of the deformation corresponds with contact with the edges of the attachment hole feature of the scorpio tibial baseplate. The deformation is consistent with excessive tightening of the thumbwheel when attaching the instrument to a baseplate. Functional testing demonstrated the deformation does not affect the device function. Functional test: the subject instrument was functionally tested with the associated baseplate and with a sample from fg (catalog: 7115-0003, lot ID: mlhx21). The functional testing could not confirm the event, both baseplates were successfully attached, locked, unlocked, and finally removed from the impactor with no difficulties. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found there have been previously reported events for the manufacturing lot. No material or manufacturing defects were observed during the investigations. Conclusions: the reported event could not be confirmed nor a root cause determined as the returned device was found to be fully functional.

Event description:
It was reported that the tibial impactor could not be removed from cementless tibial component after implanted. So the surgeon removed the tibial component from the bone and cement tibial component was used instead of it. Twenty minutes delay due to this event.

Event description:
It was reported that the tibial impactor could not be removed from cementless tibial component after implanted. So the surgoen removed the tibial component from the bone and cement tibial component was used instead of it. Twenty minutes delay due to this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.